Event description:
MDR=yes. Malfunction report. It was reported that this device was exhibiting pbd. At this time, there is no evidence to suggest that intervention has been performed. The malfunction, pbd, could c/c to si/death should it recur as therapy could be compromised.

Event description:
It was reported that this device was exhibiting premature battery depletion (pbd). At this time, there is no evidence to suggest that intervention has been performed. The malfunction, pbd, could c/c to si/death should it recur as therapy could be compromised. Additional information: the device was explanted, replaced and returned for analysis. No adverse patient effects were reported. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.